Event description:
Description of event according to initial reporter: patient has a new entry tear 10+ years after implantation of a tx2 (unknown lot, unknown rpn). The entry tear was successfully treated with a gore-tag 37x50 device after attempts to insert a zta-p-36-209-w and zta-pt-38-34-167-w. Further information provided: very aggressive tortuosity of the existing stent that was placed 10 years ago. Engaged in discussion with the physician (ahead of the procedure) due to angulation. In that pursuit, further inquiry was needed with the physician to determine if the device would track. Unfortunately, two different devices were attempted (a medium length, lot# e4330339 and a long length, lot# e4461498) and neither device tracked as they would not advance passed the nose cone. These unsuccessful attempts involved a greater-than 90-degree turn. As a result, a competitor's device (gore-tag 37x150) was opened and used to complete the intended procedure successfully.